Event description:
Procedure type: unknown. Patient sex: unknown. According to the reporter, while using, a tip of needle (about 1.2mm) was broken, and fell into patient's cavity. The needle couldn't be retrieved because it was very small. The patient was then closed. Reportedly, the patient's condition is okay.